Event description:
The customer reported the system displayed a check sum error. This error is likely to prevent the system from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory card, and reloaded software. The system operates as intended.